Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units. Additionally, the customer reported that the cartridge may have been overfilled. The customer reported a blood glucose level of 308 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge successfully and complete the load process succesfully.